Manufacturer narrative:
Continuation of d10: c6tr01 crtp was implanted (B)(6) 2017, 419688 lead was implanted (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the patient was in permanent atrial fibrillation (af). It was further reported that the right atrial (ra) lead exhibited a lack of atrial signal. The ra lead was tested through the analyzer to confirm if any signal could be seen, but there was none. The ra lead was capped.